Event description:
Reporter had resident in a lift when the entire lift started to move backwards. User had to hold on to the resident in the sling. Few seconds after that the crane part of the lift started to drop so fast, but it was dropping and user could not stop it with the buttons on the lift.